Manufacturer narrative:
This damage to the package was discovered during an incoming inspection upon product arrival at the hospital. There was no patient involvement. An evaluation of the device cannot be performed as the device was discarded by the hospital was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding packaging damage involving simplex packaging was reported. The event was not confirmed. The product was not returned for evaluation. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot referenced. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as returned product is needed to complete the investigation to determine root cause.

Event description:
Hospital called to inform us they received a bone cement shipment from (B)(6) and when they opened the box they found that there were two broken vials that had leaked onto all of the doses. There was no damage to the outside of the box and there was no odor either. Hospital disposed of cement.

Event description:
Hospital called to inform us they received a bone cement shipment from (B)(6) and when they opened the box they found that there were two broken vials that had leaked onto all of the doses. There was no damage to the outside of the box and there was no odor either. Hospital disposed of cement.